Manufacturer narrative:
This report was previously submitted under MFR report # 2936999-2019-00508. New information was received on september 2, 2019 leading to the creation of this report. Any additional information received in the future will be submitted under to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube had cuff inflation/deflation issue. Reintubation was required.